Event description:
It was reported that before a lap assisted vaginal hysterectomy procedure when the nurse put the hand piece to the generator, nothing showed on the screen and test mode did not start. No consequences for the patient. . Procedure was completed by converting to open. Procedure was prolonged by twenty minutes. One device will be returning.

Event description:
New information received: international sales rep advised that the convert to open was not related to this product nor to this surgical procedure. The wrong information had been given to the sales rep by the nurse. Based on new information received, this event is not reportable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). When additional information is received and/or the repair has been completed, a supplemental medwatch will be sent. Additional information requested: which generator was being used? Gen04; gen11. What troubleshooting was done in an attempt to resolve the issue? What is the rationale for the convert to open, rather than continuing the procedure laparoscopically? Why was the lap procedure not completed with another handpiece (hp054) or another method such as electro-cautery? Or was there another reason for the convert to open, such as: patient's anatomy? Physician preference? How old are the handpieces at seoul national university hospital? Are the gold rings on the handpiece cleaned? What is the patient's current condition?